Event description:
Reporter indicated 7.1 software displayed "sql" error with attempted use. In addition, the hand-held database "appeared corrupt." No serious injury was reported as a result of this event.

Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.